Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: tdc043050v no anomalies found.

Event description:
High pacing impedance was reported, and the lead was explanted and replaced. No patient complications have been reported as a result of this event.